Event description:
A female patient contacted lifecor customer support to report that when she placed the battery pack into the battery charger that all the lights would turn on. The patient also stated that it happens with both battery packs. Support sent the patient a replacement battery charger and replacement battery packs.

Manufacturer narrative:
Device manufacture date. Battery packs 2007. Battery charger 2007. Device evaluation summary: device evaluations of battery packs, and battery charger have been completed. The reported problem was confirmed. The cause of the battery charger led illumination was a defective u13 8-bit microcontroller within the charger. The root cause of the defective u13 cannot be positively identified but was likely due to a contaminate which seeped into the connector and shorted this component. The faulty charger was repaired. It was then retested and restocked. Both battery packs were all tested and found to function normally. They were all restocked. No adverse event resulted from the damaged charger. The patient received two replacement battery packs and a replacement battery charger.